Event description:
Pt having balloon atrioplasty and stent placement of the proximal left anterior descending and the left main coronary artery. This was to treat a 70% left main stenosis, a 75% proximal left anterior descending stenosis. During the procedure, after the balloon was removed, the ivus catheter was loaded on the wire and when it reached the copilot, it fell of the wire. A post-ivus injection showed a small radiopaque marker that was likely a broken piece from the ivus catheter. The location of the piece and the pt's condition were evaluated by the physician and it was felt that retrieval would cause vessel damage or could displace the item into the aorta. The pt was completely asymptomatic and there was flow in the vessel.